Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was explanted and will not be returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened while locked and increased mitral regurgitation, requiring intervention. It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. The first xtr clip (80822u247) was deployed, reducing mr to >2. After the release pin was removed, the clip arms opened to an angle at approximately 30 degrees. The clip was deployed; however, the mr increased from >2 to 3-4. The clip was stable on both leaflets. A second xtr clip was placed lateral to the first clip; however, the mr could not be reduced. The second clip was not implanted, and the clip delivery system was removed. The patient was confirmed to be stable. One clip was implanted, reducing mr to 3-4. On (B)(6) 2019, it was discovered during follow up that the mr increased to 4. The clip remained stable on both leaflets. The patient was sent to mitral valve replacement surgery, and the clip was removed. During surgery, it was noted that the posterior leaflet was torn. The procedure was successful. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident; however, the reported recurrent mitral regurgitation (mr) and tissue damage appears to be due to clip opening. The reported patient effects of mr and tissue damage as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.